Event description:
Caller alleged discrepant results compared with the lab. Results as follows: date: (B)(6) 2012, inratio: 2.4, lab: 1.86. Pt had a blood test done at the lab, but results were not provided. Pt reported bruised fingertip from inratio testing; however, no serious bleeding or serious injury was reported. Pt's therapeutic target: approx. 2.4. Additional inratio data provided by the customer: date: (B)(6) 2012, inratio: 3.3 (while being trained). Date: (B)(6) 2012, inratio: 1.9. On (B)(6) 2012, physician increased warfarin dose to 4 mg, two times a week and the rest of the week at 2 mg.

Manufacturer narrative:
Investigation pending.